Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a separation of adhesive at the device insertion section rubber sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed separated adhesive could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear. The most probable cause of the issue is cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.